Event description:
The device is connected to specified tubing and accessories and is used to provide irrigation during endoscopic procedures. It was reported that during a procedure sterile water leaked and sprayed from the junction between the luer lock and tubing. There was no reported harm to either pt or user.

Manufacturer narrative:
The device involved was not returned for investigation; therefore, the actual cause of the incident could not be determined. Due to the remote risk of injury from slipping or falling from excess water on the floor use is submitting this MDR. Based on the info provided, there was no injury to either pt or user.